Event description:
Boston scientific received information that three years post-implant this patient expired. The patient's wife returned a verification form with a note stating her husband expired and she suspected the device didn't work.

Manufacturer narrative:
Attempts to obtain additional information from the field were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.